Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump screen was unresponsive to unlock, with remote restarts and a firmware update attempt unsuccessful, consistent with an unresponsive key/button issue localized to the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive interface and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.